Manufacturer narrative:
This is one of two products being reported for the same event. Please reference manufacturing reports #: 9616099-2008-01183 and 1016427-2008-00129. Any additional information will be submitted within 30 days of receipt.

Event description:
The patient was enrolled and treated in the study with a precise stent to the left proximal carotid artery. After post dilatation, the patient experienced transient slurred speech. This event occurred because the angioguard filter basket was full of debris; therefore, the filter basket was retrieved and the patient was treated with 100 microgram of nitroglycerin. The patient fully recovered without deficit within 3 to 4 minutes. The event was documented was not related to a cordis product, but related to the index procedure.